Event description:
Additional information was received indicating the lead was capped and replaced and the device was explanted and replaced to resolve the event. During the procedure, it was noted that the suture sleeve was tightly tied to lead and was suspected to be the cause of the lead damage. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic for a scheduled coronarography and claimed to have received high voltage therapy. Abbott technical support was contacted and revealed oversensing leading to possible inappropriate high defibrillation therapy. It was unknown if the oversensing and inappropriate therapy were due to the device or due to suspected damage of the right ventricular lead. The patient was hospitalized and a device exchange and lead revision procedure are anticipated to resolve the event. The patient was in stable condition.